Manufacturer narrative:
Device manufacture date: november 17, 2016 ¿ november 18, 2016. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume infusor was found burst. The reporter stated that the issue was discovered while filling the device with fluorouracil, followed by a leakage from the outer casing.there was no patient involvement. No additional information is available.